Event description:
My infusion company has recently replaced my usual ICU medical clave connectors (ref c1000) with neutrart® connectors (ref a1010n), manufactured by asset medical and distributed by (B)(4). I use these claves for my central line. I have repeatedly observed that the valve on the a1010n fails to reseal properly after disconnection. The center port remains visibly depressed and does not return to a closed state, which I believe poses a serious contamination and infection risk. I have not experienced this issue with the ICU medical connectors. I am concerned that this represents a device defect that could compromise sterility of vascular access lines. The ref a1010n device was cleared under 510(k) k222889, but based on firsthand use, I believe this model may warrant further post-market review.